Manufacturer narrative:
The sheath was visually inspected and the following was observed: sheath liner fully expanded as designed. Full circumferential delamination at the distal tip, 4.5" from distal tip. C-marker band present. No soft tip damage. The following images were provided by the complaint site and the following were noted. Tortuosity present on the patient access vessels. The esheath distal liner was bunched and delaminated. Balloon burst radial and longitudinal. Burst balloon profile had been altered. Distal part of the balloon and nose tip separated from the delivery system. Due to the nature of the complaint, no functional testing was available to perform. Due to the nature of the complaint, no dimensional testing was available to perform. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed the following complaints relating to the complaint codes. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. A review of complaint history on confirmed complaints (returned and no product returned) from may 2020 through april 2021 revealed the similar for the edwards esheath introducer set (all models and sizes) with the codes identified. Prior closed complaints with any of the codes below were reviewed for similar events and root cause identification. The following instructions for use (IFU) and training manual were reviewed: IFU esheath introducer set, us, device preparation training manual and procedural training manual. If delivery system balloon bursts or leaks during deployment without thv embolization. Do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off4.if successful in pulling the entire balloon and delivery system tip into the tip of the sheath, withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position.do not attempt to pull the delivery system through the remaining length of the sheath. If unable to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the entire peripheral vasculature, as there is risk of major complications. Conversion to surgery is recommended to remove the system and a surgeon should be in a position to be able to evaluate the situation. Based on a medical assessment of the size, tortuosity, and extent of calcification of the peripheral vessels, evaluate the risks and tradeoffs of carefully withdrawing the system into a more peripheral anatomy in order to allow a more localized surgical procedure. Consider use of an occlusion balloon to mitigate bleeding risks, especially if there is resistance encountered during withdrawal. If resistance is unacceptably high, convert to surgery rather than using excessive force to pull the sheath/delivery system to a different position. Ensure the valve is well opposed. If it is not, you must post dilate immediately with another balloon or delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. No IFU/training deficiencies were identified. Sheath liner delamination is identified in the esheath risk management worksheet as a potential cause that may lead to difficulty to remove sheath system from the access site resulting in minor tissue damage or procedural delay as captured in risk ids . This event reports a delaminated liner at the sheath distal tip after device removal that has not resulted in a patient harm, or a device failure to perform its function. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Edwards continues to monitor complaint history on a monthly basis. The risk of sheath distal tip liner delamination and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on how to retrieve the delivery system through the sheath. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and/or device training materials. The benefits of the system outweigh the risks associated with sheath distal tip liner delamination. Therefore, the review of risk management file is complete and no further action is required. Since no product non-conformance was confirmed, a product risk assessment escalation is not required. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. The reported event was confirmed based on the imagery review of the device post procedure. No manufacturing non-conformances were identified during the evaluation of the returned device. Reviews of the DHR, lot history, and complaint history, revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. Furthermore, as there was no note of abnormalities during device preparation, it is unlikely that the sheath liner delamination was present out of the box. As reported, "the delivery system [with balloon burst] was then retracted back to the 14fr esheath and became stuck inside the delaminated sheath. Multiple attempts were made to pull delivery system back into sheath but were unsuccessful. The operator then made the decision to remove the delivery system and sheath as a unit with the nose cone beyond the tip of the sheath". As a result of the balloon burst, the balloon's altered profile may have led to difficulties encountered with withdrawing the delivery system into the sheath. The altered balloon profile and distal portion of delivery system could have got caught in the sheath tip. Subsequently, this may have required excessive manipulation of the devices to overcome the withdrawal difficulties, leading to the sheath liner delamination. Available information suggests procedural factors (excessive manipulation due to withdrawal of burst balloon) could have contributed to the event.

Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691 2021 02944.

Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. Investigation is underway.

Event description:
As reported by an edwards field clinical specialist, the 26mm sapien 3 ultra valve implanted in the native aortic position successfully with mild leak post implant. The decision was made to post dilate. The 26mm commander delivery system was removed and re prepped with an additional 1cc added. Upon post dilation the delivery system balloon ruptured (highly calcified stj 25mm). An angio was performed and no pvl was noted. The delivery system was then retracted back to the 14fr esheath and became stuck inside the delaminated sheath. Multiple attempts were made to pull delivery system back into sheath but were unsuccessful. The operator then made the decision to remove the delivery system and sheath as a unit with the nose cone beyond the tip of the sheath. The delivery system and sheath came out successfully but a portion of the ruptured balloon and nose cone remained on the safari wire at the level of the femoral head. Vascular surgery was then called and a surgical removal of the ruptured balloon and nose cone was performed successfully. Post angio was performed and flow was brisk without additional vessel injury. The patient is currently stable. The devices will be returned for evaluation. Per received photos sheath liner delamination was observed.